Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the insulin flow blocked alarm functioning properly. No unexpected insulin flow blocked alarms noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 484 mg/dl at the time of incident and current blood glucose level was 548 mg/dl. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump had received insulin flow blocked alarm. Customer reported that the insulin exits with the fill tubing. Customer was assisted to perform the high pressure test and the test result was insulin pump did not extra sets to use. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.